Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a virtual reality gaming session the user experienced prolonged hyperglycemia, reaching a reported glucose of 370 mg/dl for approximately six hours, despite changing infusion sites twice and ultimately disconnecting from the pump to administer subcutaneous insulin by pen; the pump was reportedly new, and standard troubleshooting for high glucose was performed without identified issues. Symptoms included hyperglycemia without reported ketones or acute complications. Outcomes included no medical intervention, no hospitalization, and no emergency assistance. Investigation included user troubleshooting guidance and education on managing high glucose with a new system and allowing time for algorithm adaptation. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction and no confirmed component failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.